Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. In this case, there is insufficient information available at this time to determine the root cause of this event. The explanted device cannot be evaluated as it has already been discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 19 mm 3300tfx aortic valve was explanted after a duration of nine (9) months due to aortic stenosis. A 23mm edwards inspris resilia aortic valve was implanted in replacement. There was no allegation of a device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.